Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (ess205) inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of pelvic pain, intra-abdominal bleeding, anxiety, depression, pre-eclampsia, high cholesterol, anemia, cesarean section, malignant lymphoma, menorrhagia, abdominal pain and fatigue. Previously administered products included: escitalopram, hydralazine, hydrochlorothiazide, levocetrizine hydrochloride and metoprolol succinate. The patient had a family history of heart disease, unspecified, diabetes mellitus, hypertension, migraine, sepsis, uterine leiomyoma and fibrocystic breast disease. On (B)(6) 2004, the patient had essure (ess205) inserted. Essure (ess205) was removed on (B)(6) 2021. An unknown time later she experienced pelvic pain (seriousness criterion intervention required) and heavy menstrual bleeding ("menorrhagia"). The patient was treated with surgery (essure removal). At the time of the report, the outcomes for these events were unknown. The reporter considered heavy menstrual bleeding and pelvic pain to be related to essure (ess205) administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2005: bilateral fallopian tube coils with no evidence of tube filling or spillage. [Pathology test] on (B)(6) 2021: a. Uterus, cervix and bilateral fallopian tubes; total hysterectomy and bilateral. Salpingectomy: benign endometrium with hormonal therapy effect leiomyomata benign cervix with squamous metaplasia fallopian tubes with no significant histopathologic changes. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-sep-2023: surgical patholoy report were added. Other relevant history were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia') in an adult female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia and pelvic pain. At the time of the report, the menorrhagia and pelvic pain outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (ess205) inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2004, the patient had essure (ess205) inserted. An unknown time later she experienced pelvic pain (seriousness criterion intervention required) and heavy menstrual bleeding ("menorrhagia"). The patient was treated with surgery (essure removal). Essure (ess205) was removed in (B)(6) 2021. At the time of the report, the outcomes for these events were unknown. The reporter considered heavy menstrual bleeding and pelvic pain to be related to essure (ess205) administration. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 28-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.